Event description:
Boston scientific received information that this right atrial lead was dislodged during a previous cardiac procedure. The patient was seen for a routine device change out procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.